Event description:
It was reported that the patient received a shipment of touchless sterile catheters that were packaged backward. Subsequently, the patient returned all of the catheters and switched distributors.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The product family for this intermittent catheter product is unknown. Therefore, bard?bd is unable to determine the associated labeling to review. Although the product family is unknown, the intermittent catheter product ifus are found to be adequate based on past reviews.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient received a shipment of touchless sterile catheters that were packaged backward. Subsequently, the patient returned all of the catheters and switched distributors.